Event description:
Asr revision.asr xl- right.reason(s) for revision: pain, noise, sense of popping out.two different implant dates given. I have selcted the one that appears on the scf as this is it most likely more reliable.product number code for summit is incorrect on scf. Therefore have entered unk-hip into product codeupdate received: 15th may 2014 - added further detail to revision reason: noise-clicking noise painful, clarified details (see additional information) and amended revision date: (B)(6) 2014.

Event description:
Added stem details and all expiry dates. Taken from email dated (B)(4) 2015.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.